Event description:
Customer reported device =85-90 mg/dl round 5:50-6:30 pm. Customer took diabetes medication. At about 12:30 am, customer fell out of bed, could not speak, and was not coherent. Ambulance was called. Ambulance gave pt sugar and water and trasported pt to the hosp. No controls. A request was amde for return product and replacement product was sent.